Event description:
At approximately 6 pm the set was primed and no fault was seen at the time. The rate was 30 ml per hour. After 3 minutes, family member came to nursing station stating they noted air in the line. The infusion was stopped and the fault was found to be a leaking sensor disc that allowed air to enter the line. The tubing was replaced and the infusion continued without incident.